Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for modling defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® lh 68 i.u. Plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the emergency department of the georges pompidou european hospital (aphp) has just alerted me to the unusual opacity of the 4 ml lithium hep tubes for lot 9329081. After a brief investigation at the biochemistry laboratory, there does not seem to be any impact on the results, but this remains to be proven in more detail. I would be grateful if you could tell me the causes of this unusual opacity, its possible effect on the biology results, and what action should be taken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh 68 i.u. Plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the emergency department of the (B)(4) hospital (aphp) has just alerted me to the unusual opacity of the 4 ml lithium hep tubes for lot 9329081. After a brief investigation at the biochemistry laboratory, there does not seem to be any impact on the results, but this remains to be proven in more detail. I would be grateful if you could tell me the causes of this unusual opacity, its possible effect on the biology results, and what action should be taken."